Event description:
A discordant low estradiol (e2) result was obtained with a patient sample on an immulite 2000 analyzer. The initial result was released to the physician, who questioned the low result. The laboratory re-tested the sample on the same analyzer, and the repeat result was higher. The repeat result was reported to the physician. The laboratory noted that there were no quality control issues, or issues with other samples, either before or after the discordant result was obtained. There were no reports of patient treatment being altered or delayed due to the discordant estradiol result. There were no reports of adverse health consequences due to the discordant estradiol result.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse performed a discordant result checklist with satisfactory results. The fse also ran a 20 replicate precision run using the patient's sample, and obtained acceptable precision results. The fse concluded that the cause of the discordant estradiol result is unknown. No conclusion can be drawn as to what specifically caused the discordant estradiol result. The instrument is performing according to specifications. No further evaluation of the system is required.